Manufacturer narrative:
The product evaluation did not confirm the failure mode. The root cause is undetermined. The march 2019 st louis complaint review board shows found there was no investigation or corrective action related to the complaint issue. Complaints for(B)(4) will be monitored at future st louis complaint review board meetings. The lot history, trend analysis, risk analysis and or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
The field service engineer performed a full system check and no fault was found. The machine was tested according to procedure ((B)(4)) and all values were within specification. The device history record has been reviewed and there were no anomalies. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported anterior chamber shallowing which lead to posterior capsule rupture. An anterior vitrectomy with sulcus lens implantation was performed. Additional information regarding patient status has been requested.